Event description:
While trying to deploy a cook celect jugular navalign ivc filter, the physician was unable to get the filter to advance down the sheath, after trying several times, even taking the system out of the pt and re-flushed the catheter, it kept getting stuck a few cm down in the sheath. It was removed entirely from the pt and a whole new device was then opened and used without incident.